Event description:
Disposable bipolar tip used during colonoscopy was not working. A new package was immediately opened and functioned properly. Device was tested after procedure and it did not work. Other devices of same lot number were tested randomly and worked appropriately.